Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. This is a final report.

Event description:
The child has cerebral palsy, he often falls and bumps his head. The recipient has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child has cerebral palsy, he often falls and bumps his head. The recipient has been re-implanted with a new device.